Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alert. The customer¿s blood glucose level at the time of incident was 331 mg/dl. The customer reported that the drive support cap was flush. The insulin pump will not be returned for analysis.